Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported they were able to clear the alarm and rewind the insulin pump. The customer performed displacement test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged insulin pump error alarm found on (B)(6) 2022. Insulin pump was received with insulin pump error alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to insulin pump error alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history file/ trace found (B)(4) insulin pump error alarms on (B)(6) 2022. Started from 19:40 to 22:35 and one insulin pump error alarm on (B)(6) 2022 at 11:15. Insulin pump was cut open to perform visual inspection and no moisture damage found on the electronic assembly, motor assembly or force sensor assembly. However, jammed motor gearbox found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, scratched case and minor scratched lcd window. Insulin pump error alarm was confirmed due to jammed motor gearbox. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.